Manufacturer narrative:
One medfusion 3500 pump was returned for analysis. Visual inspection performed, and product found with cracked on lower right front corner of top case also cracked on right plunger case and battery door, counterfeit rubber feet were found on bottom case. Event history log review was performed and found evidence of reported problem. Visual inspection, and occlusion testing were performed. Investigation unable to duplicate the reported motor rate error during occlusion testing. According to the investigation, combination of motor assembly, worm gear, lead screw and clutch halves were found old, dirty and worn out which is causing the motor rate error intermittently. Service replaced the pump motor assembly, worm gear, lead screw and clutch halves. Performed pm maintenance and all functional testing passed. The problem source of the reported problem is normal wear.

Event description:
Information was received that during bench-testing of this smiths medical medfusion 3500 pump, the pump exhibited motor rate error. No patient consequences were reported.